Event description:
Complainant alleged that during functional testing, the device's softkeys were responding inappropriately when the softkey buttons were pressed, the device charged energy. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.